Manufacturer narrative:
The field service engineer performed mc prep three times and checked for any leaks and errors. The customer ran qc and calibrations successfully. The customer did not provide any additional information for investigation. Based on the data provided, the investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 assay, elecsys probnp ii immunoassay, elecsys testosterone ii assay, elecsys vitamin d assay, and elecsys pth immunoassay results on one patient from a cobas 8000 - cobas e 602 module. The initial ft4 result was 1.97 ng/dl. The repeat result on another cobas e602 module was 1.41 ng/dl. The initial bnp result was 807 pg/ml. The repeat result on another cobas e602 module was 1117 pg/ml. The initial testosterone result was 863.9 ng/dl. The repeat on another cobas e602 module result was 578.10 ng/dl. The initial vitamin d result was 60.5 ng/ml. The repeat on another cobas e602 module result was 38.23 ng/ml. The initial pth result was 30.05 pg/ml. The repeat on another cobas e602 module result was 57.82 pg/ml. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The ft4 lot number was 59275400 and the expiration date is 30-apr-2023. The bnp lot number was 56186101 and the expiration date is 31-dec-2022. The testosterone lot number was 55446402 and the expiration date is 28-feb-2023. The vitamin d lot number was 60209500 and the expiration date is 31-jan-2023. The pth lot number was 58361801 and the expiration date is 31-mar-2023.